Manufacturer narrative:
Correction: should have been (B)(6) 2017 rather than (B)(6) 2017.

Event description:
It was reported that during regular clinic follow-up, increase in thresholds and pacing lead impedance was observed on the right ventricular lead. Lead was capped and replaced on (B)(6) 2017. Patient was doing well.